Event description:
Drive devilbiss healthcare was notified of an incident involving a transfer bench/commode by letter received from an attorney, which stated that the end user "sustained injuries in an incident involving your unit." The attorney later reported that immediately after having assembled it with his wife, "one of the legs fell out" during use, and caused the end user to sustain a bone hematoma, which later resulted in an above-the-knee amputation of his leg. It was reported that the amputation was a second one, and further information regarding the condition that led to the prior amputation(s) was not provided. Drive is currently investigating the incident, including communicating with the attorney to gain additional information regarding the reported event and inspect the product, and will file an update if additional information becomes available.